Manufacturer narrative:
(B)(4).

Event description:
It was reported an out of regulation (oor) error code was observed on the patient programmer while connected with one of their bilateral deep brain stimulation (dbs) implantable neurostimulators (inss). The oor could be bypassed, but would re-occur each time the ins was worked with. It was noted the patient¿s other ins was not showing an oor message. It was noted the reporting manufacturer representative was adjusting the patient¿s settings when the message occurred and they thought the patient was trying to increase their stimulation when they observed the oor a few days prior to report. It was further reported this ¿could be an indication of high use parameters.¿ the patient was seen about a week and a half prior to report, whereby limits were notably set on the patient¿s programming. It was stated the patient had typical settings and had a bipolar set up and it was not thought that any programmed electrodes were changed during the visit. Impedance testing that was performed at that time found ¿normal¿ results. There were ¿no¿ falls or traumas related to the event. The patient was not having any therapy problems since the oor was first observed. The patient met with their healthcare professional (hcp) two days after initial report and ¿the oor was no longer on the patient programmer.¿ it was noted the patient ¿was having no difficulty making changes to the system¿ or receiving therapy at that time. The device impedances remained ¿all normal¿ at that time and there were ¿no issues found.¿ the cause of the oor remained unknown at that time. Additional information was requested; a supplemental report will be filed if additional information is received.